Event description:
A customer reported that there had been an issue in the theatre on (B)(6) 2026. The surgeon had just cut into the patient to insert scope (laparscopically). The surgeon had used a cardinal glove, and the glove was reported to feel sticky when wet. The surgeon had been handling the scope, and the glove had stuck to the scope. The surgeon had moved his hand, and the glove ripped resulting in a small piece of glove falling into patient¿s abdomen. It had not been recovered despite extensive searching. No further information was provided.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.